Event description:
It was reported that a user facility was unhappy with boehringer laboratories visimax after experience in one case where visimax was in use and a surgery was converted from laparoscopic to open.